Event description:
It was reported that high, out of range, hv lead impedance and externalized abrasion were observed. The lead was capped and replaced. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.